Event description:
It was reported that the electrosurgical unit (esu/generator) was involved in a pt incident. The esu was used in urology to perform a transurethral resection of the bladder and prostate (turv and turp). The settings were high cut, effect 6, at 180 watts as well as forced coag, effect 3 at 90 watts. When the surgeon was resecting the prostate, he heard a strange noise like an explosion. The bladder was checked and a 2 cm lesion was found on the upper part of the bladder. A laparotomy was performed to reconstruct the bladder. The unit was distributed by an distributor, to a hosp in another country.

Manufacturer narrative:
The esu was inspected/tested. The evaluation confirmed that there were no problems with the unit and that it was working as intended. Also, no anomalies were found in the device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. No trends have been identified with this incident. The company is now closing the file on this event.